Event description:
The facility's biomedical technician reported an infusion pump with failure code 7, which was found during pt use with no pt injury. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt status or age of pt. The medication being infused was hyperal, from a 2000 ml bag, and the volume to be infused was 840 ml over 9 hours. When the failure code occurred, the pump was switched out. The hosp representative stated they have no record of any pt incident involving the pump since the last service event.